Event description:
The customer reported that the system's power cable had physical damage. There was no injury to the pt.

Manufacturer narrative:
The ge service rep ordered parts and installed new parts. Systems functioned as intended.